Event description:
A pt death occurred while they were wearing a vest restraint. The user facility risk mgr reported that the emergency dept physician who responded to the resuscitation effort for this pt, is also a medical examiner, and did not think that the restraint caused the pt's death. Due to the medical examiner's determination, no autopsy was performed. The pt was a pt with a fall risk, who was restained with the lower side rails down, which is the hospital policy for restrained pts. They were found at the side of the bed with their back against the side of the bed, legs and feet on the floor and their buttocks were approx 1" off the floor. The pt had arrested and resuscitation was unsuccessful. It was determined the pt had been checked at approx 6:30am, and at 7:18am, they were found in the previously described position.